Event description:
It was reported that these intermittent catheter caused bleeding to the patient. No medical intervention was reported. Per follow up via phone on 23april2023, customer was trying several different catheters because normal catheters were on backorder and none of them work for them. They cause them pain and bleeding with use. Customer stated they had multiple urinary tract infection that were treated with antibiotics.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues". Therefore, a potential root cause for this failure could be "unsuitable material". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." "Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." "Contraindications : the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that these intermittent catheter caused bleeding to the patient. No medical intervention was reported. Per follow up via phone on (B)(6)2023, customer was trying several different catheters because normal catheters were on backorder and none of them work for them. They cause them pain and bleeding with use. Customer stated they had multiple urinary tract infection that were treated with antibiotics. No medical intervention was reported.